Event description:
It was reported that during remote follow-up, the health care professional (hcp) observed an event treated with anti-tachycardia pacing (atp). The hcp stated the patient was likely undergoing a procedure at the time of the event. In addition, there was noise observed in all channels and oversensing that triggered the delivery of atp. The noise was also present during the atp delivery. Technical services (ts) advised the patient is followed up to confirm everything has remained stable after this event. The cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.